Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified right coronary artery (rca). A 6mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6atm. The device was removed using normal method without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
A2. Age at time of event: 18 years or older.